Manufacturer narrative:
On (B)(6) 2021 the customer alleged reported high bg. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. A47 alarms found were noted on the pump alarm history screen. Unable to download history/trace files due to the a47 alarms. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Unable to confirm alleged high bg's. And battery compartment damaged. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose was 420 mg/dl at the time of event. Customer treated high blood glucose with insulin pen. It was unknown if the customer was using auto mode or not at the time of incident. Customer did all possible troubleshooting for high blood glucose. The insulin pump was returned for analysis.